Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Was it difficult to break the ampoule (was extra force needed to break the ampoule)? Was the ampoule crushed repeatedly? Did the glass penetrate the user¿s skin? What was done to treat the shard penetration? Was medical or surgical intervention required? What is the status of the surgeon injury today? Is the product involved in the event or a representative sample (product from the same lot number) available for evaluation? What is the name and date of the surgical procedure? Additional information was requested and the following was obtained: this event occurred in interventional radiology with one of our nps. I will defer to him to fill in the additional information requested once he returns from leave. The leave is unrelated to the incident.

Event description:
It was reported that during an unknown procedure, the nurse practitioner cracked the topical skin adhesive to apply to the patient. When the nurse practitioner cracked the tube to release the solution, a shard of the inner capsule protruded outside of the applicator and punctured the nurse practitioner in the finger. The injury was not serious and did not require intervention. There were no patient consequences reported. Additional information has been requested.

Manufacturer narrative:
Product complaint # pc-(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.